Event description:
It was reported that there was burned components on printed circuit plug & play back-plane. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that there was burned components on printed circuit plug & play back-plane. Our field service engineer has investigated the reported ventilator on site. The printed circuit plug & play back-plane was replaced to resolve the issue. The component that was burned was l1. It has been soldered off from the pcb for unknown reason. The replaced pcb has been returned for investigation. The burned component can be confirmed by visual inspection. No further inspection can be done as the component was already soldered off. This component is part of the internal 3.3v circuit. A failure in this circuit will lead to malfunction of components that uses 3.3v. However, as this component was burned it can affect the voltage in other circuits as well which can affect the ability to switch on the ventilator as the same as happened to the reported ventilator.